Event description:
It was reported that a ndle 18ga 1-1/2in blt fill nc tw shld broke. The following was reported by the initial reporter: "when withdrawing the first vial (1st use of the needle), the red plastic of the needle broke. This is the first occurrence of this kind of defect in using your needles for many years. The needle was not used for human use. However, it was used in our production process and the lot number must have been rejected. We have at your disposal the red part only."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-06. H6: investigation summary a device history record review was completed for provided lot number 200712. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the hub component was found broken at the level of the presfit (plastic part). Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. When using this product, the needle should puncture the stopper at a ninety-degree angle. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a ndle 18ga 1-1/2in blt fill nc tw shld broke. The following was reported by the initial reporter: "when withdrawing the first vial (1st use of the needle), the red plastic of the needle broke. This is the first occurrence of this kind of defect in using your needles for many years. The needle was not used for human use. However, it was used in our production process and the lot number must have been rejected. We have at your disposal the red part only."